Manufacturer narrative:
After battery installation, device displayed a frozen pump error 23 screen due to a non functioning down keypad button. After swapping the boards into another case, the keypad problem resolved itself. Upon further review, there was corrosion underneath most of the keypad buttons themselves. Unable to perform displacement, and self tests due to the keypad anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump stopped working and received stuck button error alarm. The customer blood glucose level was 10.3 mmol/l. The insulin pump will be returned for analysis.